Event description:
Boston scientific received information that the right atrial (ra) lead exhibited loss of capture (loc) but it did not result to greater than 2 seconds of asystole. No other clinical observation was reported. Additional information received indicating that the ra lead had moved away from the original implant location. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.